Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 4 - other mfg report #: 2523190-2017-00021, 2523190-2017-00023, 2523190-2017-00024. It was reported that the jaws did not coagulate and the sheath was very hot and there is a high risk of burn for the patient and user. The product was in contact with the patient however, no patient injury was reported.

Manufacturer narrative:
Integra has completed their internal investigation on march 7, 2017. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; the returned electrode is in short-circuit. The short-circuit in the electrode makes it warm and then heats the tube. During tests, we reach 24 to 28°c on the tube after 5 min of uninterrupted use. However, there is no highlighted issue on this tube. The instrument is compliant with the manufacturing specifications. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; no highlighted issue on this device, no adverse trend conclusion: the product sample met specification requirements. The reported issue is imputable to the electrode.